Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology / pathology due to tethered leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and challenging anatomy. The first clip delivery system (cds) was advanced to the mitral valve leaflets. Grasping was performed. It was noted that the posterior leaflet was knuckling with the grasp. Full leaflet insertion assessment was performed. Slight mobility of the posterior leaflet noted. The mr was eliminated and the tissue bridge was substantial. The clip was implanted, reducing the mr to trace, but after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were deployed for stabilization. Three clips were implanted, reducing the mr to <1 (trace). The patient was stable post-procedure, with a good result. No additional information was provided.